Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the hd arthroscope was cloudy. They were able to complete the case with another like device. This did not cause a delay and no patient harm. This is all the information the sales rep had at this time.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was inadvertently returned to the bridgewater ma facility by the sales rep. The facility was contacted regarding the location of the device, however it could not be located. Should the device ever be located in the future, the device will be sent to the manufacturer for evaluation. This file will be reopened at that time to document the evaluation. User mishandling is the possible root cause of the reported issue. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause at present. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).